Event description:
Needle sticking through the container. Container was in a wallmount, not an enclosed wallmount. Needle sticking out front side of the container. The container was not filled up to fill line. Lid was opened during removal, and not locked for disposal. Employee put hand on front to unlock the wallmount. Needle was already sticking out. Container has been disposed.